Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed elective replacement indicator (eri) and emitted a battery depletion code. The patient had been lost to follow up for 3 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical services (ts) consultant recommended replacement. This device was explanted and replaced. No additional adverse patient effects were reported.